Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore bbmi will report this event as a product problem for this instance only. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the pump alarmed that the door was unlocked and to roll rollerclamp. It continued alarming and opened, refused to shut or restart the drip. A standby pump was used to administer the medication. The bedside clinicians were unable to resolve the alarm, despite troubleshooting. This caused a delay in patient receiving meds, requiring the patient to need more meds due to acute hypotension.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. The logs were provided for review and although they do note the occurence of the reported complaint, a technical malfunction could not be investigated as the device was not returned. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.